Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B)(4): the device was returned and analysis revealed that it did not meet expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the customer felt that the battery on this device depleted too soon. No patient complications were reported as a result of this event. It was further reported that the device has now been removed and returned to the manufacturer.

Event description:
It was reported that the customer felt that the battery on this device depleted too soon. It was further reported that the device has now been removed and returned to the manufacturer. No patient complications were reported as a result of this event. It was later reported that the device reached elective replacement indicator.